Event description:
Reporter called and this unit was on a pt and shut down. The driver was just changed out 700 hrs ago. According to reporter, the staff smelled something burning, the driver stopped and the panelmeters went blank and the unit alarmed. He had the unit running in the shop on the same settings, the pt was on, and it would shut off after two or three minutes, he was able to duplicate complaint. Pt was on the following settings at time of incident hz 3 power 10 map 25 it 50% flow at 35. Pt was changed to another 3100b, no pt compromise reporter stated, he was told by resp care that they had spoken to tech support earlier this week and were told that the settings may be contributing to the rubber around the drivers being torn and causing frequent changes. I concurred with this and asked if he knew about more training, and he did not know, but stated that "this is the way we have always done things and we are certified to teach other hospitals how to run a 3100b and this is what we tell them to do." Told reporter that it sounds like the driver power module is shorting out and that this may be the problem. He understood and will replace both driver and driver power module.

Manufacturer narrative:
The viasys tech support rep. In consultation with the customer determined that the most likely root cause of the reported event was a faulty 3 ohm driver assy. The customer was shipped a replacement 3 ohm driver assembly on replacement sales order. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.